Manufacturer narrative:
Section d: product ID 97715 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was for a while now the pts controller was showing a message that said batteries low replace the controller batteries soon even though the controller battery was working fine. The message would appear when the recharger was plugged into the controller. Patient noted they had reset the controller a couple times already. During call patient verified no damage to the recharger. The issue was not resolved. The pt wanted to consult with their managing hcp and mdt representative to continue further troubleshooting. Pt called back stating they broke their controller. Pt repeated they were having charging issues and the device/controller had been malfunctioning for a while. When trying to charge, after 20-30 min pt would check it and the implant was not even charging. Pt also got a message to replace battery. Pt also got settings not available-see (B)(4). The issues had been going on for a while, 4-5 months. Pt then got frustrated recently and threw the controller to the ground intentionally. Now it physically broke. A request was sent to repair to replace the controller. Reviewed to call back if still having charging issues. Pt also mentioned they were supposed to have an appointment tomorrow to talk to mdt rep at hcp's office but pt cancelled and wanted to reschedule after they receive the new controller so that they can bring all their equipment to the appointment. Patient called back saying they got the replacement controller last week, but it won't allow them to switch groups or do anything on the screen. Patient repeated they can't adjust stim up and down, but said they believe that is due to the implant programming as they had the same thing happening with the other controller. Patient said they weren't feeling stim on the group they were on, so the rep suggested they try another group, but patient couldn't get the controller to let them change groups so they've been without stim. Patient said the big x on the screen doesn't operate either. Patient did not have controller with them for troubleshooting and said they already waited on hold during their break and got off work at 5. Agent offered to call patient back tomorrow morning for troubleshooting. Agent called patient back as was discussed in the call from yesterday to troubleshoot their controller, however patient did not answer. Agent left patient a voicemail asking them to call ps for assistance if still needed. Patient called back and repeated previously documented information. Patient mentioned they got the replacement controller and was not working properly. Patient mentioned they were not getting any stimulation at all and having sleepless nights. Patient stated they were unable to control the voltage (stimulation). Agent walked patient through resetting the controller; controller showed no device found then connect the recharger. Patient started a charge session; controller showed 80% and implant 60% recharging with excellent quality. Patient noted the controller was not responding to their touch on the lock screen and batteries screen. The issue was not resolved. A request was sent to repair to replace the controller.